Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system there was an issue with discoloration of the catheter. The catheter was found to be yellowish than normal. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, during the puncture of intravenous indwelling needle, the catheter was found to be yellowish than normal, and a new needle was given.

Manufacturer narrative:
Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system there was an issue with discoloration of the catheter. The catheter was found to be yellowish than normal. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2019, during the puncture of intravenous indwelling needle, the catheter was found to be yellowish than normal, and a new needle was given.